Event description:
It was reported that following a percutaneous coronary intervention (pci) for an acute myocardial infarction (ami), an angio-seal was selected for use. No pre-deployment angiogram was performed, however, no calcification was found in the right common femoral artery (cfa) puncture site. A 6f sheath was used during the procedure. The angio-seal was deployed and hemostasis was achieved. Three days later, the patient ambulated without complications. Six days after the procedure, the nurse noted a hematoma and swelling in the patient's leg. Surgery was performed to remove the anchor, which protruded out of the blood vessel. There were no reported consequences to the patient.

Manufacturer narrative:
No product was returned; therefore, and evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other healthcare professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.